Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized in 2007 with his blood glucose. He stated there was a problem with the insulin pump. The patient also had mrsa while in the hospital. He was treated in the ICU. No further details were recalled. The insulin pump was not returned for analysis.